Event description:
Machine developed a "vent failure" alarm, o2 supply alarm lost, "vent communication error". Machine shut down forcing anesthesia into manual operation (ventilation). Machine removed from svc. Problem was reproduced twice. This is the 2nd time in 3 mos same problem, same machine.